Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2010; 1st inr = 2.6; 2nd inr = 3.3; 3rd inr = 3.2; mean = 3.03; sd = 0.38; %cv = 12.48. Customer utilized two different strip lots on unit, but no indication of technique or user issue. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. No strip lot info was available. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; strip: 1; inratio: 2.6. Date: (B)(6) 2010; strip: 2; inratio: 3.3; re-test: 3.2. Pt self tester used two different strip lots for testing.